Manufacturer narrative:
The suspected device was returned for evaluation. The device event log/alarm history was reviewed and confirmed the reported ¿cassette not latching¿ condition. A review of the previous 12-month service history revealed no other service records. The device was visually inspected, and damage to the lens was observed, along with a missing battery door. Functional testing was performed, and the device met performance specifications; however, the reported issue was confirmed through event log review and inspection findings. The latch/lock assembly and lens were replaced, and latch/lock testing was performed. Additional investigation identified a cracked downstream occlusion (dso) seal. These components were replaced. Dso/uso sensor calibration and performance verification testing were conducted, with the device passing all acceptance criteria. The probable cause was attributed to improper cassette attachment and component degradation.

Event description:
It was initially reported that during routine preventive maintenance, the device displayed a ¿cassette not latching¿ error and the latch did not appear to be properly engaged. Scratches were also noted on the lcd screen, and the unit generated a red alarm. There were no patient involvement and no injury reported. During investigation, the downstream occlusion (dso) seal was found to be cracked.